Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2009; 6947 implantable tachy lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient complained of the patient alert triggering, and of feeling weak and that their arm has gone numb. The patient presented to the emergency room, and the left ventricular (lv) lead exhibited high impedances and was found to be partially inserted into the device. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.